Event description:
It was reported that during surgery t2 was deploy simultaneously after t1 was implanted. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint states: "it was reported that during surgery t2 was deploy simultaneously after t1 was implanted." T1, t2 and suture were returned separated from the delivery needle. The device is clean and there are no apparent damages. The needle is straight. The depth limiter does not indicate resistance. Typically simultaneous deployment presents a bent or twisted device. This device does not show any cause for malfunction. It cycles and actuates as intended. No root cause related to the manufacturing process was confirmed.